Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two electric shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Current programmed settings were discussed with the physician. No additional adverse patient effects were reported. This device remains in service.